Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The hcp reported the pt was experiencing a lack of pain relief and the refill quantities were not consistent with the actual volumes - "inaccurate refill quantities." The pump was explanted and replace and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.